Event description:
The event occurred in 2001. The incident was investigated in 9/2001 by getingel castle, inc, and reported to the MFR's contact office 15 days later. Upon deployment from the stowed position, the lighthead swung free, striking the dr upon his back and knocking him into the pt. No injuries were reported. The docking plate had broken loose from the base of the frame of the lighthead, allowing the lighthead to swing free and keeping the docking plate captive in the docked position.